Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The distal conductor was extrinsically fractured from over-rotation at implant/explant. The distal conductor was extrinsically distorted from over-rotation at implant/explant. The analyst noted the insulation breached in-vivo could cause low impedance, but not rising impedance. According to the time length of implant and the finding of distal conductor deformation and fracture within the pin connector, these are indicative of the connector pin being turned an excessive number of times during helix retraction at explant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 407645 lead, implanted on (B)(6) 2006.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited a fracture. It was further reported that the rv lead exhibited rising impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.